Event description:
It was reported that the patient presented to the emergency room (ER) with bradycardia. Interrogation revealed that post-dialysis, the patient's atrial and right ventricular leadless pacemakers (lp) exhibited high capture thresholds. A revision procedure was performed. The atrial lp was repositioned and the right ventricular lp was left in position. Capture thresholds were noted to return to optimal values during the two-week post-operative check. The patient was stable.

Event description:
It was reported that the patient presented to the emergency room (ER) with bradycardia. Interrogation revealed that post-dialysis, the patient's atrial and right ventricular leadless pacemakers (lp) exhibited high capture thresholds. Capture loss was noted. A revision procedure was performed. The atrial lp was repositioned and the right ventricular lp was left in position. Capture thresholds were noted to return to optimal values during the two week post-operative check. The patient was stable.